Event description:
Customer reported an incident of hyperglycemia requiring professional medical treatment at a time when he attempted, was unable to use his aviva system due to error within specifications. Error messages are designed into the system to prevent reporting results when certain operating conditions are not met. A request was made for the return of the system and a replacement was sent.